Event description:
The technician alleged the service light was on and the hi/low cable had exposed wires. No pt impact.

Manufacturer narrative:
The technician replaced the hi/low cable to resolve the issue.